Event description:
The customer reported that the system failed to boot to a usable state and exhibiting a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The isolation input transformer was evaluated and recalibrated to the proper operating voltage. The system was tested and found to be working as intended and put back into service.